Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely due to the performance of an electrical or electronic component was found to be inadequate leading to the reported issue. The most probable cause of the complaint is traced to expected or random component failure without any design or manufacturing issue. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited no image; it gets black out when angulated the bending section. There was no patient involvement.